Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Ao placement signal was lost during case

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed. Impella cp returned. No data logs returned. The clinical details state that after placement of the pump, shockwave was used and the pump lost ps. The returned product did not have any kinks in the catheter. The laser continuity revealed light leaking out of the sensor face. The 5s parameters taken were indicative of a damaged sensor face. Based on the clinical details and returned product analysis, the root cause of the optical sensor issue is due to a material crack due to an interaction with shockwave. Per CAPA-013581, instructions for use cp: 0048-9007 was updated to recommend physician users should ensure the shortest distance from the shockwave coronary ivl device to the impella optical sensor is =20 mm. Device history review was completed and passed all post sterile inspection checks.